Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed bg with a correction bolus via the pump. Customer updated their pump settings to address the event.